Event description:
It was reported that there was a double image on the monitor of the 9800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired a damaged video cable in the interconnect cable assembly. The system was tested and found to be working as intended and placed back into service.